Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Date of birth: (B)(6) of unknown year. Implant date approximately 20 years ago. Concomitant medical products: item # unk, hip-unknown-cups-unk, lot #unk. Item # unk, hip-unknown-liners-unk, lot #unk. Item # unk, hip-unknown-stems-unk, lot #unk. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-02573, 0001822565-2018-02574, 0001822565-2018-02575.

Event description:
It was reported that a patient underwent a hip revision arthroplasty approximately 20 years post implantation due to malposition of the cup and instability. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. X-ray review identifies left acetabular cup is malpositioned. Radiolucency was observed in one of the screws as well as the cup, and femoral stem, consistent with loosening. The femoral head is uncovered superiorly within the cup, suggesting superior poly wear. Bone quality appears osteopenic. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.